Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was flaking.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned probe was inspected under the microscope. It was observed that the insulation (heat shrink) had some scratches and small tear. The investigation also reveals the electrode was broke off from the ceramic and it was also returned with the unit. Heavy wear marks were observed on ceramic, lumen. Reportability rationale stated that all pieces were retrieved. The unit's e-prom was connected to the (B)(4) energy programmer box as part of the investigation to read the activation history. The e-prom has a maximum capacity of storage of 41 activation instances. According to the activation history report the probe was activated 41 instances the probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that there was flaking.